Manufacturer narrative:
Section e1: initial reporter telephone number: (B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) came out of the injector, the lens was damaged. The iol was partially inserted and it was removed from the patient's surgical eye. Account indicated that damage found at injector exit site during lens implantation lead to the iol being scratched. No further information is available.